Event description:
Complainant reported that patient had a mandibular implant explanted approximately 3 months post-operatively due to infection. No culture was taken, so no organism has been identified. Patient was first given an antibiotic (penzeek? P.o.) About 1 week post-operatively and later presented with right mandibular area tender to the touch, but with no edema or erythema. Approximately 12 weeks post-operatively, patient experienced swelling, but no fever, and physician explained device about 1 week later.

Manufacturer narrative:
Method: actual device not evaluated, sterilization review, manufacturing review (reviewed device history records, sterilization records, environmental monitoring records and product labeling. Results: anticipated or known (product labeling addresses the possibility of infection. Conclusions: unable to confirm complaint. (Investigation found no assignable cause for the reported event.